Manufacturer narrative:
(B)(4). G2: foreign - event occurred in china. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the spring of the slap hammer fractured during use. There was no impact on the patient, and no injury occurred. The surgeon was able to successfully complete the procedure using an alternative device. The broken component did not come into contact with the patient. The instrument been used more than 100 time prior to this incident. Attempts have been made and no further information has been provided.